Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and passed as it was possible to download the transmitter log during the test. The global transmitter final functional test was performed and resulted in a failed transmitter. Share data log was reviewed and the issue of transmitter failed error was not observed on the issue date. The customer complaint of a transmitter failed error was confirmed. The root cause was determined to be a failed transmitter.